Event description:
Information was received from switzerland that per the ventricular assist device (vad) coordinator the patient reported battery switching. With preliminary review of the log files by the manufacture's field engineer there were no alarms logged in. Per the field engineer's recommendation, the devices were exchanged. There was no effect on the patient; "the patient is doing fine, at home". This is report 2 of 3.

Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: 1650de bat052683, a00036 bat201429, a00036 bat202865, a00036 bat204138. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. There is a warning to keep a spare set of fully charged batteries and a spare back up controller available at all times. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01490, 3007042319-2015-01491 and 3007042319-2015-01492) submitted for devices related to the same event.

Manufacturer narrative:
Instructions for use (IFU): patients are instructed to always investigate, and if possible, correct the cause of any alarm. Silencing an alarm does not resolve the alarm condition. The instructions for use (IFU) includes the following warning. Never disconnect both power sources (batteries and ac or dc adapter) at the same time since this will stop the pump. At least one power source must be connected at all times. Battery (B)(4) was not analyzed per document d02898. Based on the results of an internal investigation nd field actions, no additional investigation of this event is required at this time for this battery. The investigation determined that there is a potential for this battery to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported event. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and a battery with the potential to malfunction due to a faulty internal cell pairs. This is two of three reports (3007042319-2015-01490, 3007042319-2015-01491 and 3007042319-2015-01492) submitted for devices related to the same event.